Event description:
It was reported that the needle hub removed and remained in shield with a bd syringe 0.3ml 31g 8mm. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) unknown sometime last week for 2 syringes needle hub removed with needle shield and stayed within the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) loose 3/10cc, 8mm syringes. Customer states that the needle hub separated from the syringe when removing the needle shield. All returned syringes were tested and no hub-needle assembly separated from the barrel when removing the shield. A review of the device history record was completed for batch# 8344560. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub removed and remained in shield with a bd syringe 0.3ml 31g 8mm. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) unknown sometime last week for 2 syringes needle hub removed with needle shield and stayed within the shield.